Event description:
Balloon burst. Balloon then fragmented on withdrawal through the sheath and had to be snared and retrieved.

Manufacturer narrative:
This catheter is indicated for pta and ptv indications. It was being used to dilate a stent which is an off label use. The catheter's balloon ruptured at the rbp of 13 atm. It is unk as to what kind of stent it was and if it had sharp edges which would cause the balloon to break. It is also unk as to what part of the anatomy the stent was being placed. After the rupture the physician then tried to pull the balloon back into the sheath and the distal section broke off and had to be retrieved via a snare. A sample catheter from inventory was pulled and tested. It exceeded the rbp of 13 atm and didn't burst until 17 atm. The catheter was inflated with a stent on it to simulate the use by the physician. The device failure could not be duplicated. The catheter performed according to specs.